Manufacturer narrative:
Correction is being made to previously submitted g3 - the correct date was 05/24/2024. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction of bending section cover or distal sheath and connecting tube had foreign objects was reproduced. Olympus confirmed that foreign material came out of the device; however, the type of material and the root cause could not be determined. Despite three gfe attempts, additional information could not be obtained. Therefore, it is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. The suggested events are detectable and preventable by handling devices in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf type 165 series operation manual, chapter 3, preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection, and sterilization procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the autoclavable rubber adhesive and in the grooves of the connecting tube. There were no reports of patient involvement.